Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the caller in completing the load process by guiding them through filling and loading a new cartridge on the pump, allowing them to resume insulin delivery successfully.